Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: inguinal hernia repair. Event description: broke off inside of patient. Needed x-ray to confirm removed from patient. No patient injury. Additional information provided by (B)(6) on 18feb2026 via email (entered by applied medical representative): they misspoke on what happened in the procedure. They pushed the mesh down the 11mm trocar, and the seal fell off through the obturator. It appears that there was no bending in the trocar just a seal being broken. No, the bend/break did not cause particulation. Yes, all pieces removed from the patient. No bend or break just seal issue. Trocar was inserted properly. No difficulty during insertion. No robot. No, the obturator was not inserted in the cannula at the time of the incident. Patient status: no patient injury.